Event description:
The patient called in and stated the v-go fell off. It was the third time using one and the first two worked fine. She cleaned the spot on her leg with an alcohol prep and she thought the needle went in. When she got up it had come off on one side and it did not look like the needle penetrated her skin. The device is not available for return because it was discarded.